Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01602. It was reported that the patient was experiencing a sharp pain and loss of therapy. X-rays revealed that the leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were revised. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.